Event description:
It was reported that during device preparation, interrogation via bluetooth telemetry of the implantable cardioverter defibrillator could not be successfully completed. It was noted that an error message was received. It was elected to not implant the device. There was no patient involvement.

Manufacturer narrative:
The reported event of unable to communicate via bluetooth telemetry was confirmed. Final analysis identified the issue to be due to a memory corruption. Based on the result of these findings, abbott is performing further investigation.